Manufacturer narrative:
(B)(4). Review of CT¿s from 14 months post-implant revealed that an endurant stent graft system was implanted in the patient. The bifurcate was positioned 5mm below the renal arteries. The proximal stent graft od measured 22mm. The ipsi limb on the right side was extended down into the distal right common iliac artery, and the contra limb was placed down into the distal left common iliac artery. Beginning just below the flow divider, areas of thrombus was seen within the left/contra limb extending to the distal end of the stent graft. No noticeable stent graft compression or kinks were observed and the iliacs were minimally tortuous; bilaterally. The contra limb ID ranged from 11mm within the gate, 14mm just distal to the gate, 12mm within the distal aorta, and 14 ¿ 15mm within the left common iliac artery. The left external iliac measured 8mm in diameter. The ipsi limb was patent and measured 12mm ID minimum within the distal aorta. The max diameter aaa measured 7cm and no endoleak was observed. No other stent graft issues were seen. The cause of the thrombus seen within the left contra limb could not be determined from the films provided. No stent graft compression or kinks were observed and the flow lumen diameter looked acceptable and similar to the patent ipsi limb on the right side. Angio¿s at implant and earlier follow-up¿s were not available for review; the blood flow dynamics could not be assessed from the CT¿s provided. This may have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that during routine follow up, a CT showed that there is some thrombus in several places inside the left iliac limb. The patient has no symptoms. There is no endoleak or any issues with the graft, and the aneurysm has actually shrunk in size. The patient will be monitored. No additional clinical sequelae were reported.

Event description:
Additional information was received for this case. The physician performed an intervention where a 16x20x156 endurant limb was implanted just below the flow divider to just above the hypo on the left. The intervention was successful. Per the physician, the cause of the thrombus inside the pre existing limb is unknown. During the intervention it was noticed a small gap between the graft cover and nose cone. The physician intended to perform the intervention percutaneously; however, due to the patient's condition and pre existing scar tissue the physician used another manufacturer's sheath.